Event description:
Info rec'd indicates the brake will set but does not hold.

Manufacturer narrative:
The tech found the casters were worn and a screw was broken in the hex rod. The tech replaced the casters, hex rod and screw to repair the stretcher.